Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the vela ventilator, it alarmed circuit disconnect, high pip (peak inspiratory pressure) and low ve (minute ventilation) occur. The customer reported there was no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: failure analysis: received vela main. Inspected and powered in service mode and viewed event error log, ¿xdcr fault¿ event recorded. Powered up the unit with customer settings, duplicate the problem instantaneously. Perform transducer calibration, powered unit in service mode, performed xdcr calibration per service manual. No physical damage on any of the transducers. The original reported complaint was duplicated.